Manufacturer narrative:
Pending investigation: note: this complaint is from belgium. Phone number for healthlink: (B)(6).

Event description:
Broken gastroplasty ring catheter. No other relevant information was provided.

Manufacturer narrative:
The lot history record for the complaint could not be reviewed as the lot number was not provided. Air and water leak testing performed on port. No evidence of the leak was detected. The port was filled with blue dye saline (saline with blue dye). No evidence of the leak was detected. The port was filled with blue dye saline and pressurized for an extended leak test. The port was inspected 1 day later. No evidence of the leak was detected after 1 day. The port was filled with blue dye saline and pressurized for an extended leak test. The port was inspected 1 week later. No evidence of the leak was detected after 1 week. The leakage could not be confirmed after the leak test was performed. The device has been through the life time of the device (20 years). Unable to determine root cause or conduct trending analysis. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. No further action to be taken unless the complainant provides additional information. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required.